Manufacturer narrative:
Product event summary: the controller was returned for evaluation. One (1) data cable of unknown serial number was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Functional testing revealed that a data cable and alarm silencer adapter were unable to connect to the controller serial port. Visual inspection revealed damaged pins in the serial port of the controller. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a misalignment between the data port and data cable connector. An internal investigation was opened to evaluate bent/damaged pins with controller 2.0. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient was in the clinic, it was not possible to connect the monitor data cable to the patient's controller. Upon inspection, it was found that one of the pins in the controller's data port was bent. The patient denied dropping the controller. The controller was exchanged and the patient tolerated the change well; there was minimal pump off time.